Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, battery testing, functional testing, and a review of the alarm log were performed. Device evaluation revealed that the fuse was burnt, which also caused the battery to be damaged. The cause of the condition was determined to be from a power surge in the hospital. To correct the condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged fuse. No additional information is available.